Event description:
It was reported that during a surgical procedure, the housing detached from the battery and fell into the operative field. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during a surgical procedure, the housing detached from the battery and fell into the operative field. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.